Manufacturer narrative:
This report is for an unknown trauma screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the patient underwent revision surgery for antegrade femoral nail on (B)(6) 2019, to correct a deformity that suffers from osteogenesis imperfecta. The antegrade nail was originally implanted in (B)(6) on an unknown date. It is unknown if the surgeon created the deformity or if the patients' condition led to this deformity. The nail was removed, and osteotomy performed and femoral recon nail was used to fixate. No further information is available. This complaint involves two (2) devices. This report is for one (1) unknown trauma screws. This is report 2 of 2 for (B)(4).